Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm when he was priming. Customer's blood glucose was 106 mg/dl. Customer stated the insulin squirted out during the manual prime process. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; corrections have been made on this report with updated device evaluation codes and device analysis notes. The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, moisture damage was found on the motor however, no moisture damage on the electronics. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.